Manufacturer narrative:
As gore was unable to determine which thoracic system component was involved in the alleged type iii endoleak and infection, an additional gore® tag® device (tgt3720/11380873) will be identified on this report. Code (B)(4) used to capture endoleak. Code (B)(4) used for infection in area of treatment. Code (B)(4): a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. It should be noted the gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, infection (e.g., aneurysm, device or access sites), and reoperation.

Event description:
On (B)(6) 2014, a patient underwent emergency endovascular treatment of an impending rupture of thoracic aorta aneurysm using a conformable gore® tag® thoracic endoprosthesis and a gore® tag® thoracic endoprosthesis. On an unknown date, follow-up computed tomographic angiography reportedly revealed a possible type iii endoleak. It could not be confirmed whether the endoleak was type iiia or type iiib. Infection was also noted in the area of treatment. It was unknown whether the infection was present prior to the procedure, and the physician did not allege that the stent grafts caused or contributed to the infection. The physician also stated that determination of an endoleak was unclear due to the infection. On (B)(6) 2021 a reintervention was performed whereby an additional gore® tag® device was implanted to reline the stent graft system. According to the report, the patient¿s renal function was poor; therefore, an angiograph was not performed prior to implantation of the additional gore® tag® device, and the suspected type iii endoleak could not be confirmed. A final digital subtraction angiograph showed no endoleak. No treatment of the infection was reported. The patient tolerated the procedure.